Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site replaced the vessel sealer extend. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the vessel sealer extend instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the vessel sealer extend on arm4 had non-intuitive motion. The customer reseated the instrument but the issue persisted. The user was completing the procedure as planned using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.